Manufacturer narrative:
This report is being filed to provide in investigation: per the customer, as a routine they remove the sampling needle from the setright after a sample has been taken.the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident.all lots must meet acceptance criteria before release.correction: no additional retraining was required of the operators, the customer is already fullyaware of proper handling and safety techniques.investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient identifier, age and weight are notavailable from the customer.per the customer the operator was sent to the occupational health for virus testing, all testswere negative and no additional medical intervention was given.

Manufacturer narrative:
This report is being filed to provide in investigation: internal investigation found one other complaint for a similar occurrencereported in MDR #1722028-2019-00192.terumo bct supplier engineering was made aware of this issue.root cause: based on the customers statements, the root cause was determined to beoperator error.

Manufacturer narrative:
This report is being filed to provide updated information in investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide corrected information in b.1, b.2 and h.1.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported the operator received a needlestick when putting the sample bag needle into the trash post platelet collection procedure. Per the customer, no medical intervention was required for this event. Operator information and outcome are not available at this time. The platelet collection set is not available for return because it was discarded by the customer.